Event description:
It was reported that prior to a tonsillectomy / adenoidectomy procedure using the coblator ii controller, the surgeon was experiencing incomplete water evacuation. The surgeon tried two different wands but was unable to get the appropriate saline flow. The surgeon chose to cancel the case due to this malfunction, to prevent this issue arising during the procedure. There was no further info provided regarding this event.